Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694958 lead 2005-(B)(6), d314trg bi-ventricular defibrillator 2013-(B)(6), (B)(4).

Event description:
It was reported the right atrial (ra) lead was capped and replaced due to high capture threshold. No patient complications have been reported as a result of this event.